Event description:
It was later reported that the patient was seen in the clinic on (B)(6) 2014. The reporter stated that the patient had been in the emergency room (ER). The reporter stated that the patient's pump was going to be replaced; however, a date was not provided.

Manufacturer narrative:
Additional information: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4)

Event description:
Additional information: it was reported that the pump was replaced. The patient status was reported as alive no injury. It was later reported that the patient recovered without sequela. The pump logs noted stopped pump period may exceed tube set.

Manufacturer narrative:
Analysis of the pump revealed pump motor feedthru anomaly shorting across insulator.

Event description:
It was reported that a motor stall occurred. Pump logs confirmed that the stall occurred at 12:21am on the date of this report. The healthcare provider (hcp) updated the pump twice and saw those logs. No motor stall recovery was recorded. The patient did hear an alarm every 10 minutes since the middle of the night. It was confirmed that magnetic influence had been ruled out. Follow-up information indicated that the hcp went to program a dose increase because the patient¿s pain symptoms were increasing. The hcp checked the logs again and confirmed that there was no recovery. The hcp programmed the pump back to minimum rate and updated the pump. The hcp checked the logs again and confirmed that there had not been a recovery. The device system was used to deliver bupivacaine and morphine. It was later reported that the alarms were silenced. Upon pump interrogation on (B)(6) 2014, the pump was still stalled. At this time, the hcp was deciding whether or not to replace the pump. The patient was currently being managed with oral medications.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).